Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician cannulated the jagtome rx 39 with the preloaded the guidewire. While performing sphincterotomy, after he pressed the pedal to apply current through the device, the cutting wire broke from one end. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device provided by the customer shows the device inside a hazard pouch with the cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the physician cannulated the jagtome rx 39 with the preloaded the guidewire. While performing sphincterotomy, after he pressed the pedal to apply current through the device, the cutting wire broke from one end. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device provided by the customer shows the device inside a hazard pouch with the cutting wire broken.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened. Additionally, the working length was twisted in some locations. The cutting wire was observed under magnification and it was blackened, and the cut of the cutting wire was not smooth. Per media analysis, the picture shows the distal section of the device and the cutting wire was broken. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum rating of voltage during procedure as per precautions of the device states. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue. Additionally, kinking the cutting wire can lead to break it. It was also found that the working length was twisted. This condition could have been caused due to handling and manipulation of the device during its use. Also, rotating the device to get a different orientation can lead to twist the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.